Event description:
It is reported that a customer received a low battery alarm on their insulin. The patient's blood glucose level was at 163 mg/dl. The customer was assisted with reprogramming their pump. The customer was advised to clear the alarm on the pump before replacing the battery. The customer's insulin pump works as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.